Manufacturer narrative:
The reported event of the lead coming apart was not confirmed. As received, lead had no anomaly and passed electrical testing. As-received, the white cap from the stylet was detached. No root cause was identified for the reported issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer report number: 3006705815-2020-31816. It was reported that during a trial implant procedure on (B)(6) 2020, the physician was unable to implant the lead due to the lead coming apart. When the physician turned the lead it came apart, thus it was no longer usable. Another lead was then used, however it was unable to be implanted due to the patient being in pain (documented within manufacturer report number: 3006705815-2020-31816). The procedure was then abandoned the patient was stable post-operatively.